Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall the date on which the meter started to read inaccurately erratic. He alleged that on date/time unknown, he obtained alleged inaccurate blood glucose results with the subject meter of ¿225 and 160 mg/dl¿ performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs precision criteria. The patient manages his diabetes with insulin (no adjustments). It is not known what action he took in response to obtaining the alleged inaccurate results. He reported that a ¿couple of weeks¿ after the start of the alleged issue, he developed symptoms of ¿dizziness [and] light headed¿. He reported that he was taken to the emergency room, where ¿insulin 40 units¿ was administered by a healthcare professional on ¿(B)(6) 2015 around 7:00pm¿. The patient denied that any other device had been used to test his blood glucose levels. At the time of troubleshooting, the cca noted that the patient was using an approved sample site, his test strips had been stored correctly, the test strip vial was not cracked or broken and the subject meter was set to the correct unit of measure. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate erratic readings on the subject meter and reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.